Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a one-link catheter extension set after connection to a baxter set. The reporter indicated that the no flow issue was caused by a poor connection between the sets, and the issue was resolved after disconnecting and reconnecting the one-link component. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.